Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary according to the information received, ¿it was reported that glenosphere was defective. Doe: (B)(6) 2024. Affected side: left shoulder¿. The product returned to medtech orthopaedics for evaluation. The medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of revealed that extend screw no lock d4.5x18mm presented no evidence of implant fracture or anything indicative of a device nonconformance. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device [product code: 130770018 / lot: 5253646] and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was not confirmed as the observed condition of the dxtend screw no lock d4.5x18mm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device [product code: 130770018 / lot: 5253646] and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review a manufacturing record evaluation was performed for the finished device [product code: 130770018 / lot: 5253646] and no non-conformances / manufacturing irregularities were identified during manufacturing. H11 additional narrative: corrected: h3.

Event description:
The surgeon revised the implants because they were broken. Original procedure was 10-15 years ago. The removed components are now being reported for being revised due to implants being broken. No delay, no adverse consequences. Doe: (B)(6) 2024. Affected side: left shoulder.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.